Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient can hardly speak and cannot move normally for about a week. The patient reported having a lot of problems and having problems with the right arm and left leg. It was noted that the patient has been falling everywhere and hurting themselves. It was confirmed that the patient¿s therapy was on at the time of this report. It was noted that it was difficult for the patient to keep their hands from moving so much while using the programmer. It was also noted that the patient was currently on group a and at an amplitude of 2.50. It was stated that groups a and b seem to work the same. It was noted that the patient had an appointment with a healthcare professional (hcp) the week after this report. No further complications were reported.

Event description:
Additional information was received from the patient. It was further reported that the patient went into the emergency room for a fall.